Manufacturer narrative:
The reported event of premature battery depletion and failure to capture was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that a decrease in the longevity was observed on the device and premature battery depletion was suspected. Additionally, a loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.